Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported false high spo2 readings. The incident took place during patient monitoring in the thorax intensive care unit at the hospital on (B)(6) 2017. There was no information about the patient's condition provided so far.